Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) of 549 mg/dl with no reported symptoms associated with an inaccurate delivery. Reportedly, the patient remained on the pump, provided self-treatment in the form of insulin via pump and insulin via injection. Customer technical support reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose history did not match, however the variation was determined to be due to the basal edit screen being accessed and the user making changes to the basal program without input from their healthcare provider. Troubleshooting also indicated all bolus settings and histories were correct and the pump was calculating bolus dosages correctly. Troubleshooting indicated that the diabetes management factor of failure to bolus contributed to the alleged bg excursion. The patient was referred to their healthcare provider for diabetes management. The patient¿s health care provider made adjustments to the basal rate pump settings. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.